Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were 1870 and 1871 error codes messages. A functional check was performed and the pump was visually inspected. The reported issue was able to be confirmed. The pump was found to be displaying "1870" error code message on power up and goes into "1871" error code when a prime key button is pressed during the investigation. A broken optical switch sensor wire was found to be the cause of the issue. The optical switch will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a lec 1870 error code during testing. There was no patient involvement.